Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was implanted one week ago and the ventricular thresholds are very high in bipolar. There were no significant changes in impedance and the x-ray was ok. The lead remains in use. The patient is reported to be pacemaker dependent. No patient complications have been reported as a result of this event.